Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) trial. It was reported pericardial effusion occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The day before the procedure, a 2 mm pericardial effusion was noted at screening; however, there was no pericardial effusion the day of the procedure. In (B)(6) 2017, the patient was hospitalized for heart failure. An echocardiogram was performed and did not show a pericardial effusion. In (B)(6) 2017, the patient had their 45 day follow up visit and a pericardial effusion of 3 mm was noted. In addition, a left to right shunt of greater than 3 mm was noted. The patient was on warfarin until their 45 day follow up then they discontinued use and a thienopyridine therapy was initiated.